Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was unable to run the unit with the testing catheter and trainer and kept failing the autofill. There was nothing unusual identified in the logs. The fse attempted to complete an all manifold test, which failed the third test of the pim test and the first test of the manifold test. To fix the issue, the fse replaced the drive manifold which in return corrected the issue of the drive manifold. But, the third pim test continued to fail, the fse replaced the pim which corrected all issues. He then successfully ran the unit with the trainer and testing catheter and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It was reported that during the daily checks performed by the customer the cardiosave intra-aortic balloon pump (iabp) failed the leak test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.